Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation appears to be due to procedural conditions. Additionally, the reported perforation is listed in instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation. It was reported that patient presented with grade 4 mixed mitral regurgitation (mr), implantable cardioverter-defibrillator (ICD), enlarged left atrium, dilated right and left ventricles, and a floppy intraarterial septum. During a mitraclip procedure, it was noted the transseptal puncture was difficult due to the floppy septum. Several attempts were made to achieve puncture. A good midposterior-superior position with a puncture height of 5cm could be achieved. The clip was placed and implanted centrally without any difficulty. A good mr reduction, from grade 4 to 1 was achieved. After drawing the steerable guide catheter (sgc) from the left atrium (la) to right atrium (ra), a right-left shunt with a length of 9mm appeared. It was decided to implant an atrial septal defect (asd) occluder (size of 14mm). The occluder was successfully implanted without complications. The patient was cardiopulmonary stable at all times. Pericardial effusion was ruled out several times. The patient was easily extubated in the operating room. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.